Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 13-jan-2022 indicating that there was no patient involvement in this event. Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that battery not working was found recorded in history. During analysis, the reported problem was duplicated during power up process/self-test. Service replaced battery, performed power up and self-test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited battery alert. No patient injury reported.